Event description:
Caller indicated the relion prime meter was giving high readings. Customer just purchased meter and when she did a test, she got 290 on her left hand, tested again on the right hand and got 209 within minutes. She said that meter is not working properly and it should not have that much difference. I explained that the sugar level will vary from hand to hand, but she said ¿no,¿ that she spoke to her dietitian and was told that levels would not be that big of a difference. She was not willing to listen to what I wanted to tell her. She stated that after she took the test on the prime, she increased her insulin and when she retested on her other meter she got a reading of 90. She tested again on the prime which was still reading in the 200¿s. She started to feel sick. She was sweaty and feeling shaky so she had some peanut butter and that made her feel better. She is washing hands, using alcohol and letting it dry and is changing her lancet. She doesn¿t have any control solution. She is storing her strips in her office. Customer said she will be going to (B)(4) to exchange the meter because she was told that they will do that for her and then (B)(4) will call us so we can send the replacement to them. Sending control solution to customer.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.